Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked; further described as "the povidone iodine was leaking after the transfer set exchange".the issue was noticed during use of peritoneal dialysis therapy. The transfer set was replaced. And there were no leaks. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : one actual sample was received for evaluation. A visual inspection with the naked eye noted a damaged female connector. Functional testing, including leak testing, clear passage testing and clamp function testing was performed; leak testing noted a leak beneath the minicap. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.